Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ p100 blood collection system for plasma protein preservation filter has been getting stuck during filling of the bottles or during centrifuge of them. No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for pre-launch of the mechanical separator with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for pre-launch of the mechanical separator with the incident lot was observed. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd p100 blood collection system for plasma protein preservation filter has been getting stuck during filling of the bottles or during centrifuge of them. No serious injury or medical intervention was reported.